Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was capped and replaced due to noise and loss of sensing. It was noted that an x-ray was performed, and the lead exhibited no anomalies. No additional adverse patient effects were reported.